Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged/overheated and not functioning properly. This was attributed to normal wear. Device was replaced and returned to the customer.

Event description:
Device was returned for an unknown reason. During service, technician found axle bearing worn from use and overheated. Also, ring color at thimble has been missing. This is report 1 of 1 for (B)(4).